Event description:
Upon opening the psc054 and hooking up a set of tubing, the physician noticed that the hub was leaking. Another catheter was used successfully.

Manufacturer narrative:
Technical evaluation: during decontamination, the leak described in the incident report was observed. The incident was confirmed as reported. The damaged seen is consistent with over-tightening of the luer fitting. The DHR of this manufacturing lot has been reviewed. This MDR is being filed based on our understanding of incident reportability as per penumbra 02/2010 update to the FDA warning letter dated 12/31/2009. A review of the device history record (DHR) was completed on part # 2201 (lot # l16077). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. In addition, all destructive testing was completed per required process monitoring requirements and results met specification. This lot was associated with (B)(4) which allowed for an IFU revision swap out. This da is not related to this incident. This lot was associated with (B)(4) which uses coated catheter products to validate a new coating process. This da calls out for increased inspection levels on validation units.